Event description:
Prior to procedure, the diego elite tubeset was plugged in and ready to use. Tubing seemed to be clogged but had not yet been used. Tubing was removed and another set was opened. It worked fine.